Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause not established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The event can be detected/prevented by following the instructions for use which state: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants. There was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had foreign objects are present on the forceps cover (k-cover), and the adhesive around the objective lens has a crack. There were no reports of patient involvement.